Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6)2026. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. According to the patient, repeated high-glucose alarms from the pod were ignored throughout the day. Symptoms reported include nausea. The patient was treated with insulin. The pod was removed at the hospital.